Event description:
Several days after primary surgery, x ray showed pin had fractured posterial lateral. Revision surgery has not been scheduled.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.